Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) with a high blood glucose level. Customer's blood glucose level was 283 mg/dl. The customer was also having other disease issues. His blood glucose level was high due to steroids. The battery cap was lost. Troubleshooting was declined. The device was not returned.